Event description:
Boston scientific received information that this pacemaker was pacing below the lower rate limit. On presentation the device was functioning normally. Tests were run multiple times and returned measurements that were stable and within normal limits. Two strips were evaluated, one demonstrated pacing below the lower rate limit with a 4-second pause; this was recorded during surgery with no magnet application. The second rhythm strip was also pacing below lower rate limit with no patient identification and (according to staff) a incorrect time stamp. The physician indicated that there were no modifications to device programming made. Evidence suggests possible intermittent interference with the hospital monitoring equipment connected to the patient at the time could cause these observations. The patient was discharged home and was never symptomatic during these episodes. The system remains in use. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that this patients holter monitor report showed pauses of approximately 2 seconds. During interrogation it was clear that there was an rv lead issue resulting in intermittent loss of capture (loc), and was confirmed at explant when tested at max output through pacing system analyzer (psa). The physician electively opted to explant and replace the device to avoid future intervention. There was no report of the patient feeling symptomatic at any time when loc was observed. The system was explanted and replaced. No adverse patient effects were reported.